Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and strip repeatability criteria. A review of the MFR's record for the lot did not uncover any non-conformance. Lot meets release spec. Root cause is unable to be determined from the info provided. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant high inratio inr result in comparison to the lab inr result. Date: (B)(6) 2014, inratio inr: 3.2, lab inr: 1.37. Therapeutic range: 2.5 - 3.5. The testing was performed at the same time. There was no reported adverse pt sequela. There was no add'l info provided.